Manufacturer narrative:
The investigation determined that the customer was looking for continuous waveform strips which are not provided by the monitor. The customer did print the arrythmia review strips and thought there were missing alarm data. The telemetry system was tested at the customer site. All testing confirmed that the equipment is operating properly. There is no indication that the equipment malfunctioned or failed to perform any of essential functions. After the review, the customer acknowledged the capabilities of the telemetry system and agreed that the device was working correctly, and that the device did not contribute to the pt's death. We have concluded that no further action is required and consider this issue closed.

Event description:
The customer alleged that the data available from the monitor did not sufficiently alert the nurses to a problem with the pt and that may have contributed to the pt's death.